Event description:
Allergan aesthetics received a report via social media of a patient who experienced a permanent line on the stomach and it's been there for 7 years.

Manufacturer narrative:
This event was in response to a social media video, therefore there is limited information and an inability to obtain additional information. At this time this is being reported based on the allegation of a "permanent line".